Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, there was a problem with lead fixation. When the right ventricular (rv) lead was removed from the body, the helix would not extend properly. The rv lead was not implanted. No patient complications have been reported as a result of this event.